Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tamping tube of a 6/7f mynxgrip vascular closure device (vcd) was not there, when the user pulled the unknown sheath and the device back. On another 6/7f mynxgrip vascular closure device (vcd) the sealant appears to be on the end of the device. The user did a suture 8 on both and hemostasis was achieved with no harm to the patient. The devices were stored and opened in a sterile field. The patient underwent an ablation procedure. The user was trained to the device. The devices will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the white tamping tube of a 6f/7f mynxgrip vascular closure device (vcd) was not there, when the user pulled the unknown sheath and the device back. On another 6f/7f mynxgrip vascular closure device (vcd) the sealant appears to be on the end of the device. The user did a suture 8 on both and hemostasis was achieved with no harm to the patient. The devices were stored and opened in a sterile field. The patient underwent an ablation procedure. The user was trained to the device. Additional information was requested but not provided. One non-sterile mynxgrip vascular closure 6f/7f device involved in the reported complaint was returned for the corresponding product evaluation. Visual inspection of the reported device showed that the shuttle was engaged to the black handle with the stopcock open and a syringe attached to the device. Additionally, no sheath was returned inserted on the shuttle. The conditions of the received unit, where the advancer tube was distally displaced and no sealant was present on the unit, led this investigation to infer that a deployment mechanism was triggered before the unit¿s arrival at the cordis lab. A functional analysis of the deployment mechanism could not be executed because the unit was received already deployed. Nevertheless, an inflation/deflation analysis was conducted to determine if there were any issues with the balloon that could be related to the reported event. During the inflation/deflation analysis, no issues were observed with the balloon¿s integrity. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since it was received deployed with no anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device was received with the advancer tube on the catheter and the sealant deployed with no damages/anomalies that could have contributed to the issue reported. However, the issue experienced by the customer could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. Additionally, based on the condition of the device, a product-contributing factor in the need for the event of ¿suture insertion¿ could not be determined; therefore, it is likely that conversion to a figure 8 suture was due to preference. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.